Event description:
It was reported that the display was shimmering and there were vertical lines running through it. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display window.